Event description:
During an unknown procedure utilizing the fast-fix 360 curved ndl delivery system of an unknown lot, it was reported that when the deployment knob was depressed to deploy t1, the t2 implant fell off from the insertion needle. The t2 was removed from the body, but t1 remains unsupported inside the joint. Another fast fix was used to successfully complete the operation. There were no reported patient injuries or complications.

Manufacturer narrative:
(B)(4).